Event description:
The customer reported that they received a "speaker malfunction" inop error message on their mx40 device. The biomedical engineer also confirmed that there was no audio from their device. There was no patient harm reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.